Event description:
It was reported that two and a half weeks ago the patient had "bleeding hemorrhoids" removed. Since that time the ins did not seem to be working. The patient experienced a loss of therapeutic effect and was no longer able to urinate. It was noted that the ins was left on for the procedure, and the patient was unsure what equipment was used to remove the tissue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model: 3889-28, lot# v817056, implanted: (B)(6) 2012, explanted: na; programmer model: 3037, serial# (B)(4).